Event description:
On (B)(6) 2007, an ams sparc sling system implanted "with the intention of treating" the pt for "stress urinary incontinence." It was reported that "as a result of the implantation of the medical device," the pt "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries." The report indicates that the pt "sustained permanent injury."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.